Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system is not starting¿, as host pc was found faulty. Fse replaced host pc backup battery. After replacement of host pc backup battery, the system was returned to use in good working order. Codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not start. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced host pc backup battery. The device was returned to expected functionality.